Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl; cause unknown. Customer consumed carbohydrates to address bg. The customer declined additional assistance from tandem customer technical support regarding the issue.